Event description:
Caller states the pt tested 2.1 inr on coaguchek system 1 and 3.0 inr on coaguchek system 2. No treatment info provided. No adverse event reported. Requested return of suspect device and replacement was sent. Comparison performed in a medical facility.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch with a1 patient suspect device in coaguchek system 2.